Manufacturer narrative:
The technician found a sticky substance inside the side rail center arm and magnet head assembly. The account replaced the side rail center arm assembly and cover to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No patient impact.